Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and needle stick injury post use. The following information was provided by the initial reporter. The customer stated: "the safety did not cover the needle causing a needle stick. Needle guard had not closed the used needle completely, resulting in a needle stick."

Manufacturer narrative:
B.3: date of event : changed from (B)(6) 2021 to (B)(6) 2021. H.6. Investigation summary: bd had received 12 samples for investigation. The samples were evaluated by visual functional evaluation for proper activation and the indicated failure mode for defective locking mechanism was not observed. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and needle stick injury post use. The following information was provided by the initial reporter. The customer stated: "the safety did not cover the needle causing a needle stick. Needle guard had not closed the used needle completely, resulting in a needle stick."